Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2021 with blood glucose level of 780 mg/dl. Troubleshooting was done for high blood glucose. Customer had been experienced frequent urination. Customer had been using insulin pump system within 48 hours of reported high blood glucose level. Customer was using auto mode feature at the time of reported high blood glucose event. Customer was treated their hyperglycemia with insulin pump and manual injections. Customer did displacement test and it was pass. Insulin pump will not be returned for analysis.